Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot, retains analysis, system risk analysis (sra), visual analysis and concomitant product evaluation. The DHR, trending analysis by lot number, and retains testing was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The field service engineer went onsite to assess the sterrad 100's unit and confirmed the unit was working to specifications. The fse and asp account manager inspected all packages wrapped with the chemical indicator tape and were not able to identify any abnormalities. The ci tape was within the acceptable color range. It was determined the customer was not assessing the color change properly. The assignable cause of the issue can be attributed to user error in reading the comparator bar for the acceptable color range. The customer was education regarding proper color change and was provided with the sterrad 100's in-service manual for reference. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202. A field service engineer was dispatched to customer site and discovered the issue was due to load preparation on (B)(6) 2016.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100's cycle. The customer stated the biological indicator passed. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.